Event description:
A malfunction alarm was reported by the customer, with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving instructions on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.